Event description:
It was further reported that the patients lead was replaced as scheduled (same stimulator). The patient was reprogrammed post operatively and the issue resolved.

Event description:
It was reported that the patient experienced stimulation in the wrong location due to the 2x4 lead. Reprogramming resulted in stimulation in the stomach and not where the patient needed it. The physician took an x-ray the day prior to report; however, results were not provided. The implantable neurostimulator was implanted in (B)(6) 2011 (during a battery replacement procedure), but the leads were not changed at that time to provide additional coverage. The patient was scheduled to undergo a lead revision on (B)(6) 2012.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: 2008 (B)(6), explanted; product typ extension; product ID (B)(4), lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted, product typ extension; product ID (B)(4), lot# n269214, implanted: 2011 (B)(6), explanted; product typ adapter; product ID (B)(4), lot# v043759, implanted: 2007 (B)(6), explanted; product typ lead. (B)(4).